Event description:
Intermate sv 100ml/hr by baxter, lot# 10a057, exp date 12/31/12, product ID # 2c1732k. Tubing broke off at distal end between clamp and luer lock at distal end leaving tubing clamped off with about a half inch of tubing extending therefrom, and no wing luer to connect to pt's IV line. Other sizes of intermates have had this same problem and have been reported. Diagnosis or reason for use: md order for IV infusion.